Event description:
A report was received involving pro osteon implant 500 coralline hydroxyapatite bone void filler. It was reported that the pt presented seven weeks post-implantation with erythema and peri-incisional swelling of her knee. Radiograph analysis showed loose hardware and malalignment of her fracture. The pt was admitted to the hosp and underwent removal of her hardware and pro osteon. An incision and debridement was performed on what appeared to be purulent infection, however, a culture of the area was negative.